Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during focal bladder neck cautery, the physician resected past the median lobe and into the bladder down to the rectum, resulting in a bladder and rectal perforation. The treating surgeon and a general surgeon surgically repaired the bladder and rectum. Additionally, the patient required an ostomy. The patient is reported to be doing "good". No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Procept has made multiple follow-up attempts with the treating surgeon to obtain additional information; however, he has not released any further information other than indicating that the patient is now reported to be doing "good". The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. Rectal injury, including rectal perforation or incontinence. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation and rectal injury, including rectal perforation as potential risks of aquablation therapy. Based on the event details, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation and rectal injury, including rectal perforation as potential risks of aquablation therapy. Based on the event details, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.